Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The co2 bypass assembly was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a malfunction resulting in elevated co2 levels in the patient circuit. The unit was replaced and case resumed. There was no report of patient injury.